Event description:
Procedure performed: laparoscopic bilateral salpingo-oophorectomy. Event description: the patient's ovaries had been detached and an inzii (B)(6) retrieval bag was introduced via a trocar to retrieve the specimen. The registrar positioned the detached enlarged ovary at the posterior end of the abdominal cavity. It appeared that the angle of the trocar into the abdomen was such that when the specimen bag was introduced the bag entered into the abdominal cavity at a steep angle toward the anterior direction of the cavity. The bag did not have sufficient space to open properly and the registrar was struggling to get it open. With the opening of the bag facing down, she then tried to place it over the top of the ovary and then scoop it up. She made several unsuccessful attempts due to the fact that the metal bands supporting the bag seemed not to be fully separated. When asked, she stated the plunger was fully depressed. The rep suggested the registrar move the enlarged ovary out of the way and then use the posterior end of the abdominal cavity to have more space to fully open the bag with the opening facing up. That way she could then place the specimen from the top into the bag. She resisted assistance and continued to try and manipulate the bag at which point the bag came off the metal bands and the bands were then fully exposed inside the abdominal cavity. The plunger was then retracted and removed from the cavity. The specimen bag was then also removed. The consultant then drained the cysts which had enlarged the ovary at which point it deflated and he was able to remove the ovary through the trocar. There was no clinical impact to the patient as a result of the event. Monopolar scissors were used to puncture several cysts on the ovary to reduce its size. Once emptied of fluids the ovary was then extracted via a trocar. 2x 5mm kii trocars with advanced fixation 1x 12mm balloon blunt tip trocar 2x reusable grasper handles with latis pad inserts were used when the complaint event occurred. Intervention: monopolar scissors were used to puncture several cysts on the ovary to reduce its size. Once emptied of fluids the ovary was then extracted via a trocar. Patient status: recovering in a hospital room.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic bilateral salpingo-oophorectomy. Event description: the patient's ovaries had been detached and an inzii 12/15 retrieval bag was introduced via a trocar to retrieve the specimen. The registrar positioned the detached enlarged ovary at the posterior end of the abdominal cavity. It appeared that the angle of the trocar into the abdomen was such that when the specimen bag was introduced the bag entered into the abdominal cavity at a steep angle toward the anterior direction of the cavity. The bag did not have sufficient space to open properly and the registrar was struggling to get it open. With the opening of the bag facing down, she then tried to place it over the top of the ovary and then scoop it up. She made several unsuccessful attempts due to the fact that the metal bands supporting the bag seemed not to be fully separated. When asked, she stated the plunger was fully depressed. The rep suggested the registrar move the enlarged ovary out of the way and then use the posterior end of the abdominal cavity to have more space to fully open the bag with the opening facing up. That way she could then place the specimen from the top into the bag. She resisted assistance and continued to try and manipulate the bag at which point the bag came off the metal bands and the bands were then fully exposed inside the abdominal cavity. The plunger was then retracted and removed from the cavity. The specimen bag was then also removed. The consultant then drained the cysts which had enlarged the ovary at which point it deflated and he was able to remove the ovary through the trocar. There was no clinical impact to the patient as a result of the event. Monopolar scissors were used to puncture several cysts on the ovary to reduce its size. Once emptied of fluids the ovary was then extracted via a trocar. 2x 5mm kii trocars with advanced fixation 1x 12mm balloon blunt tip trocar 2x reusable grasper handles with latis pad inserts were used when the complaint event occurred. Intervention: monopolar scissors were used to puncture several cysts on the ovary to reduce its size. Once emptied of fluids the ovary was then extracted via a trocar. Patient status: recovering in a hospital room.